Manufacturer narrative:
Product ID 64002 lot# n256795, implanted: 2011 (B)(6), product type adapter product ID 37642 serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient product ID 3387s-40 lot# v067713, implanted: 2008 (B)(6), product type lead product ID 3387s-40 lot# v060436, implanted: 2008 (B)(6), product type lead product ID 7482a51 serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 748951 serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the patient¿s battery was down to 2.58 volts(v) on (B)(6) 2013 and had been implanted for two years. It was also reported, the elective replacement indicator (eri) had been reached on the patient programmer. It was noted, the battery dropped from 2.59v to 2.58v in one day. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2013. It was later reported the cause of the event was premature eri and reprogramming on (B)(6) 2013 confirmed low battery. Battery replacement occurred on (B)(6) 2013.